Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump battery could not be charged and the pump shut off unexpectedly. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.